Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4 of the initial medwatch. The a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, ¿ touchscreen error occurred due to dust being inside the device. The cause of the dusty device could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that error code e333 was found in the customer¿s reporting history log, but the error did not occur during the device's evaluation. Additional issues were identified during the device evaluation: the top cover was deformed; there was dust accumulation; and the rear connector had a poor appearance. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the visera elite ii video system center presented with an intermittent error code of e333 (touchscreen error). There were no reports of patient harm associated with this event.